Event description:
Pump weaned from 3 cc/hr to 1 cc/hr. Approx 20 minutes later, pump checked on pt's complaint of feeling dizzy. Pump found to be set at 177 cc/hr. Approx 83-86 cc infused with large dose of nitroglycerin. Pt required shock position and ivnss to stabilize. Condition improved, no impairment.